Event description:
It was reported implant removed due to fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Email address unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and bone with fracture at the threads. Also abutment/crown attached. Device history record (DHR) is not available for review. The investigation will be reopened and updated upon fulfilment of this request. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number (96815) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.